Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on march 27, 2025 with catalog number mcghan270cc based on the product analysis performed, the assessments of the complaint codes are: deflation: observed two openings assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and missing plug strap were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. The device has been explanted.